Manufacturer narrative:
(B)(4). The event occurred in:(B)(6).

Event description:
The customer complained of questionable results for vanc for two patient samples. For patient #1 the initial vancomycin result was 37.81 mg/l. On (B)(6) 2017 the sample was repeated twice with results of 16.59 mg/l and 16.39 mg/l. It is unknown if the questionable result for patient #1 was reported outside of the laboratory. The repeat results were deemed to be correct. It is unknown if there was any adverse event. For patient #2 the initial vancomycin result obtained on (B)(6) 2017 was 35.90 ¿g/ml. On (B)(6)2017 the same sample was repeated with results of 75.33 ¿g/ml and 75.72 ¿g/ml. For patient #2 the repeat results were deemed to be correct. Additional information for patient #2 has been requested. The vancomycin reagent lot was 25482301 with and expiration date of 30-sep-2018. The field service representative performed preventive maintenance and replaced solenoid valves. Since calibrations and qc around the time of events are acceptable a reagent and system issue can be excluded. The investigation is currently ongoing.

Manufacturer narrative:
A general reagent and system issue can be excluded as calibration and qc before and after the event were acceptable. A possible root cause is pre-analytical handling. This is supported by frequent pipetting alarms related to possible under filling of the sample cups. It was noted the samples at this laboratory often show sign of hemolysis and that there is too low of a volume in the tubes.

Manufacturer narrative:
For patient # 2 the initial result was reported outside of the laboratory. It was unknown if there was an adverse event. No other additional information is available for this patient.